Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00163 (avaulta anterior biosynthetic support system). Note: this report corresponds with bard's report #(B)(4)for an "avaulta posterior biosynthetic support system."

Event description:
Procedure type: urological/gynecological. Reportedly, the patient underwent treatment for pelvic organ prolapse. Allegedly, the patient experienced pain, injury and will likely undergo corrective surgery or surgeries.